Event description:
It was observed via homemonitoring that the device shows the eri status. The patient was admitted to the hospital with the plan to explant soon. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.